Manufacturer narrative:
Section d6b: the pump was not explanted during this event. Date populated in initial report was inadvertently added. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on proton pump inhibitors to protect their gastrointestinal (gi) tract. They were admitted on (B)(6) 2018 due to a drop in their hematocrit to 16.9%. The patient was given blood transfusions and ocreotide. A esophagogastroduodenoscopy discovered bleeding which was treated with argon plasma coagulation (apc). After several days with a stable hematocrit, oral anticoagulation was started very slowly. The patient was started on thalidomide and appeared to tolerate it without issue. The patient was discharged on (B)(6) 2018 with a hematocrit of 28% and an inr of 1.47.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced gastrointestinal bleed on (B)(6) 2018. No additional information was provided.